Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Built-in reader test was performed. The reader test passed. ER-2 message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-2" message from the adc device. Due to this, they were unable to monitor glucose and became sweaty, losing consciousness. A third-party treated the customer with glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-2" message from the adc device. Due to this, they were unable to monitor glucose and became sweaty, losing consciousness. A third-party treated the customer with glucose tablets. There was no report of death or permanent injury associated with this event.